Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow; subsequently the pts received more IV fluid than intended. The tubing sets were being used in the ER, operating room, and recovery room to deliver unspecified IV solutions. After unspecified lengths of time in use, it was reported, "a few minor overdeliveries" were noted. There were no reported adverse pt effects. No medical interventions were required. The customer contact indicated there was difficulty controlling flow with the cair clamps. Though requested, no additional info was provided.

Manufacturer narrative:
A device is expected to be returned for investigation. It has not yet been received. All affected customers were notified via a device info letter dated october 9, 2007.